Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer miscalculated the amount of carbohydrates consumed, and the food bolus administered was not sufficient to cover the amount of carbohydrates consumed. The customer's blood glucose (bg) level subsequently increased to 600 mg/dl. A correction bolus was delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.